Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of foley catheter in the operating room, the device was removed when the patient's position was changed. When checked outside the patient's body, sterile water leakage occurred from the tip of the balloon part.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Three photos were received. The first one shows an overview of the three-way catheter, the second photo zooms into the balloon and tip, and the last photo shows the catheter cap. Received 1 all-silicone temp sensing foley catheter with sample port connector. Visual inspection was performed, and no physical defects were present. Inflated balloon with inhouse syringe with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and concentricity was observed to be 60:40. During deflation using the inhouse syringe it was noticed the solution entering into the drainage arm and leakage from the tip indicating lumen to lumen leak. Dissected balloon and no defects present on inflation notch. The sample received product does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required as CAPA 8266921 is applicable for this product lot number. Labeling review is not required as CAPA 8266921 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of foley catheter in the operating room, the device was removed when the patient's position was changed. When checked outside the patient's body, sterile water leakage occurred from the tip of the balloon part.